Manufacturer narrative:
The investigation for the product damage has been completed. The impella was not returned for evaluation. According to the clinical, on the 67th day of impella 5.5 support a kink in the catheter was found close to the red plug. Data log analysis confirmed there were no other abnormalities. No issue found in logs. No attempts were made to resolve the issue. The most likely cause of the cannula kink product damage was a catheter kink.(technique/use). The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock in section: warnings & cautions: cautions states ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ h6 impact code 4627 added- d6a/d6b. F6/f8-should have been left blank.

Event description:
The user facility reported a 57-year-old male awaiting heart transplant was implanted with an impella 5.5 device for mechanical circulatory support. While doing routine patient checks, the rn noticed a kink in catheter just proximal to the red plug. There were no alarms reported and rn said they hadn¿t noticed it. There was no harm to the patient as a result of this incident. The patient successfully received heart transplant on (B)(6) 23. The impella device was removed after transplant. Patient is currently in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.